Event description:
During surgery, a piece of the toothed pituitary rongeur broke off into the patient. The piece was retrieved. An x-ray revealed no part was left behind. There was no harm to the patient.